Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed, and revealed there were no anomalies found.

Event description:
It was reported that during implant attempt the lead dislodged during slitting. The lead was not used and another lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt the lead dislodged during slitting. The lead was not used and another lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.